Event description:
Customer reported she was hospitalized on (B)(6) 2014 due to low blood glucose of 47 mg/dl. Customer was not in a car accident. Customer reported she passed out, while she was inserting the sensor. She had been working outside, sensor was charging, and when she went inside everything had gone black. The perceived the cause of the low was working outside. Customer also called because she had concerned why the insulin pump did not alarm low when she had low blood glucose of 54 mg/dl earlier in the day. Sensor was reading 74 mg/dl. Troubleshooting on the insulin pump was performed. Customer reported that he basal rates were changes she use to have five and currently only had three. Same amount of insulin was displayed on the device as the amount in the reservoir. Displacement test passed was performed and device passed. The device was not exposed to an MRI. Customer was advised to monitor the device and call back if issues persist. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-67905.